Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient was in agonizing pain on (B)(6) 2019. The hcp interrogated the pump and saw an error code indicating the pump had "tripped". The patient was currently in the ER and wanted the manufacture representative to check the pump. The caller did not mention an intervention but states the pump was approaching end of life and had like a month left. The patient's current status was hospitalization. Additional information received from a healthcare provider reported a pump stall occurred. It was noted the catheter was clogged/obstructed. The pump and catheter were revised and the issue resolved. The patient's weight was 185 lbs.